Manufacturer narrative:
The evaluation revealed the target device to be the primary product. An investigation and a review of the manufacturing and inspection documents (DHR) were not possible; although requested for several times the target device and detached c-ring were not provided. Furthermore the lot code was not found in the DHR archives, an indication that the provided lot code is most likely incorrect. A root cause analysis was not possible, the root cause of the detachment could not be determined. The provided picture and x-rays indicate that the c-ring tips are rounded, indicating that the c-ring is the new design version, implemented in 2007. Internal tests confirmed the effectiveness of the new design. The new design does not prevent a c-ring detachment by 100% (i.e. In case of rough handling), but makes a detachment of the ring more difficult. The exact root cause could not be determined based on the given information, but most likely the c-ring was deformed by rough handling (i.e. During cleaning) and therefore it got detached from the target device tip. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. Device was not returned.

Event description:
Our agent reported that in the rx is evident that a foreign body (ring near the nail) coming from the instrument remained in the patient. The c-ring was removed during a second surgery (revision), it is visible in the x rays performed the day after the first surgery. The products involved are at the hospital site, we are working to receive them.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Our agent reported that in the rx is evident that a foreign body (ring near the nail) coming from the instrument remained in the patient. The c-ring was removed during a second surgery (revision), it is visible in the x rays performed the day after the first surgery. The products involved are at the hospital site, we are working to receive them.